Event description:
A report was received that the patient developed an infection at the ipg site. The symptoms of infection were warmth, aching, and burning at the site. The physician prescribed antibiotics to the patient.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.